Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the attempt to implant this device, high left ventricular (lv) pacing impedances were seen. The lv lead tested with normal impedances via the pacing system analyzer (psa). The device was not used and has been returned for analysis.